Event description:
F/u data of (B)(6) 2013, contained several episodes showing v noise oversensing. Provocative tests were performed, but the noise could not be reproduced. An analysis was requested. Preliminary analysis of the pt files on (B)(6) 2013, confirmed the reported issue on the ventricular side. Available data suggest the presence of lead issue or connection issue at ventricular level. Pt care recommendations were provided (eval of a re-intervention).

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.